Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they attempted to place the vasoview hemopro 2 scope into the harvesting cannula but it would not fit. The harvester opened a new hp2 kit and completed the procedure. No harm or injury to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25161168 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17387- a notification was received from xpo that 1 out of 500 units was found damaged during the inbound inspection for material # vh-4000 batch # 25161168. Xpo ncmr ref#: 11222021-cs/cv-01.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/05/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned partially inside the cannula. The shaft of the harvesting device closest to the tip of the device was observed to be bent at a 90 degree angle. A mechanical evaluation was conducted. The harvesting device could not be removed from the cannula due to the bent shaft. A mechanical evalution was conducted. The toggle was manipulated to open and close the jaws. There were no visible or physical difficulties observed with the jaws. The toggle on the cannula was manipulated to retract and extend the c-ring. There were no visible defects observed on the cannula. Based on the returned condition of the device, the reported failure "mechanical problem" was confirmed as well as for the analyzed failure "material twisted/bent shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a